Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "during a follow-up ultrasound, right implant was found to be damaged.''. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right side. "During, a follow-up ultrasound. Right implant was found to be damaged''. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: yellow particle observed, on the device. Wear abrasion observed. No further actions are required, as the device was implanted.